Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 200 mg/dl to 300 mg/dl and low blood glucose level was 45 mg/dl to 55 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose and orange juice for low blood. Customer's outcome pertaining to the complaint. Customer declined troubleshooting for hyperglycemia and hypoglycemia. The device will not be returned for analysis.